Manufacturer narrative:
D4: the UDI number is not known as the part and lot number were not provided. The device was not returned for analysis. A corrective and preventative actions (CAPA) review was performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and lot number were not reported, and the device was not returned. Based on the information provided, a definitive cause for the reported difficulties could not be determined. Possible factors which may contribute to resistance with the guiding catheter during advancement include, but are not limited to, manufacturing, damage to the guiding catheter, or procedural technique (devices not properly supported or coaxially aligned). Possible factors that can contribute to difficult to remove/resistance with the guiding catheter post-inflation include, but are not limited to, loose balloon folds, guiding catheter lumen obstructions, kinks, bends or procedural technique. In this case, a conclusive cause for the reported difficulties could not be determined since the device and component were not returned for analysis. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a lesion in an unknown vessel. A nc trek neo balloon dilatation catheter (bdc) was advanced through a 6f non-abbott guiding catheter with resistance and used for vessel dilatation; however during withdrawal the bdc was noted to be stuck on the guiding catheter resulting in the bdc and guiding catheter being removed as a single unit. The procedure was completed using a non-abbott bdc and guiding catheter. There were no reported adverse patient effects nor clinical delay. No additional information was provided.